Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient stated that the intermittent stimulation started 2 weeks prior their notification date. It was confirmed that impedances on one electrode was greater than 10,000 ohms. The patient¿s was programmed not utilizing the affected electrode. It was noted that they were waiting to see if this helped the patient¿s issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the stimulation (stim) stayed on the left side and went off on the ride side with pressure or positional changes. The caller stated that they checked impedances and they were normal yesterday (the day before the call). The patient began having more significant issues with the stim cutting out after the appointment. The rep checked the impedances on the day of the call and all the electrodes were around 1000 ohms except for electrode 11 which was greater than 10000 ohms. It was noted the impedances were checked when the patient was pressing on the ins and feeling the stim cut out, but the values were the same. The patient experienced the issues with group b (0+, 5+, 13+, 6-, 12-, 630 microseconds (us), 2.7 v, and 60 hz) and group d (630 us). There were 2 other groups that the patient did not feel cutting out. A (450 us) felt stim down the right leg and no stim on the left side. The patient felt rib stim with that as well. The caller switch group b to a lower pulse width (pw) of 360 us and increased the amplitude to a comfortable level. The patient was still able to cause cutting out but not as easily. The caller decreased the pw to 210 us and increased the amplitude which again made it more difficult to cause the cutting out. The caller was to program other groups with lower pulse widths and evaluate the patient¿s experiences. The possibility of using x-rays was to be reviewed with the healthcare professional. Follow up was conducted.